Event description:
Rptr was spitting sutures, she had intraoral bleeding and had to clean with peroxide solution. As time progressed, she had chin pain and tenderness (more on the right side). She also experienced a tingling sensation in her face and extremities, cold hands and feet, dry eyes and mouth, significant weight loss, and anterior and posterior cervical and bilateral axillary and inguinal lymphadenopathy. She had a blood test and she found out that she had silicone intrabodies; "big eye"; immune disregulation, mechanism disorders that caused her to have silicone material. Autoimmune disease, and thyroid problems. The salivary glands had foreign body giant cell granulation tissue destruction from the silicone in all 3 locations (right, left, and chin). Her immune system is "guarded" (will be like this for the rest or her life). She is allergic to synthetic materials such as silicone and plastic. She had roller lip imcompetence and ptosis to the degree where she is unable to close her mouth and touch her upper and lower lips together without severe pain. She has problems eating, talking (pronouncing words) and she is very sensitive to hot and cold where the implant angles are located. On 3/93 she had a soft tissue genioplasty. Her pain got worse and she was having problems such as chronic fatigue, memory problems and visual disturbances, disorientation and problems with cognitive functions. (Also see 1008976, 1008978)